Event description:
It was reported that the cadd pump produced a downstream occlusion alarm. The user also noted that he saw blood in his line just before his midnight dose began. He also noted a small amount of blood in the PICC line as well at the antisiphone valve of the tubing. The air was withdrawn from the lines, and then normal saline instilled. The prescriber was notified. No patient injury or further complications were reported in relation to this event.